Event description:
Boston scientific received information that during a routine follow-up appointment, noise was noted on the ventricular channel as well as the shock channel. The noise resulted in oversensing. No inhibition of pacing resulted from the oversensing as the patient was not dependent. Testing was performed and the noise was reproduced. A fracture and insulation damage was suspected due to subclavian crush. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was received that the leads were explanted and replaced. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted there was a partial abrasion in the trilumen insulation, but there were no conductors exposed. The partial abrasion was likely due to lead-on-lead contact. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.